Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of 9 months due to unknown reasons. No other details were provided.